Event description:
A representative reported an alarm was heard and it was confirmed by telemetry. Telemetry confirmed a critical alarm due to empty reservoir was occurring. The pump was empty for three weeks. The patient was noted to have experienced a return of pain, and the doctor started the patient back at a lower dose on (B)(6) 2013. The doctor was to monitor the patient. The medication used within the system was unknown. A representative later reported that the patient had missed their refill appointment, so the healthcare provider did not suspect a device issue.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).